Event description:
A complaint was received from a customer that reported vastly different results. Customer stated the elite system gave a result of 23 mg/dl and then 278 mg/dl within minutes of each other. These results were received when the customer used excel off brand reagent. While on the phone a review of the system was conducted. It was explained to the customer that bayer does not provide or support the use of any off brand reagent. At the time of the call the customer did not have the requisite supplies to continue testing. These were provided. Electronic checks were conducted and were satisfactory. However, the excel reagent was replaced with bayer supplied reagent. The customer stated that the elite still reads about 100 mg/dl higher when compared to competitive system. A request was made to return the system for evaluation. In the meantime, a replacement unit has been provided.